Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, in ICU, the doctor found the swg can insert, but the swg difficult to remove during use on the patient." Associated complaints. 3006425876-2024-00462 and 3006425876-2024-00475 the patient's current condition is reported as "fine".

Event description:
It was reported that: "(B)(6) 2024, in ICU, the doctor found the swg can insert, but the swg difficult to remove during use on the patient." Associated complaints. 3006425876-2024-00462 and 3006425876-2024-00475. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation; however, the customer provided one video for analysis. The video appears to show significant resistance while withdrawing the guide wire from the introducer needle and ars. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report of a resistance between the guidewire and the needle was confirmed based on the customer supplied video. The video appears to show significant resistance while withdrawing the guide wire from the introducer needle and ars. Based on the customer video, the customer report of resistance is confirmed, however, a complete analysis to determine the cause of the resistance could not be performed without the device returned for evaluation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.